Manufacturer narrative:
(B)(4). Method: the device was discarded by the hospital and could not be returned for investigation. The following investigation was completed using the info provided by the hospital. Conclusion: as the device was not available for investigation, it is difficult to determine the cause of the damage. The 900mr510 heater wire is a reusable device. It is possible that the damage occurred if the temp probe was left in the port during cleaning/disinfecting process, or if the temp probe was inserted into the port with excessive force. The user instructions which accompany the product state: "to prevent cracking, ensure that any other reusable components, are disconnected from the heater wire assembly before cleaning". A lot check could not be performed as no lot number was provided. The fault was noticed prior to pt use. (B)(4).

Event description:
A hospital reported to our distributor that the body of an 900mr510 heater wire was cracked. This was observed prior to pt use.